Event description:
During a transcatheter aortic valve implantation (tavi) procedure, a leak was noted at the hemostasis valve when a wire was placed through the valve. The procedure was completed by using a sheath inside the fast cath to achieve hemostasis. There were no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported leak remains unknown.